Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that a patient came in and stated that their device was not working. No symptoms were reported. No further complications were reported or anticipated.